Event description:
On (B)(6) 2018, a 17 mm regent heart valve was chosen for implant during a concomitant aortic and mitral valve replacement procedure. The aortic valve was chosen for replacement prior to the mitral valve. While attempting to rotate the valve using the holder handle, the leaflet dislodged and fractured. All the fractured pieces were removed from the patient. A second 17 mm regent heart valve was successfully implanted. Although no adverse patient consequences were reported, the procedure was extended beyond 30 minutes.

Manufacturer narrative:
The reported event of a fractured and dislodged leaflet was confirmed. The returned 17mm regent heart valve was received with a dislodged and fractured leaflet. A chip in the orifice was also observed on the inflow surface of the valve. There was no evidence of material defect in the carbon coating that may have caused or contributed to the dislodged leaflet. However, the damage was consistent with some external force applied to the valve which overstressed the carbon material. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.